Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 65-75 mg/dl. Suspected cause was due to having a correction factor that was too high. Customer consumed carbohydrates and glucose tablets to address bg. The customer became incapacitated because of the low bg and received third party assistance from their wife, who provided glucose gel to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.